Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies, the user experienced hyperglycemia with a highest blood glucose of 500 mg/dl and remained above range for an estimated five hours until replacing the infusion set again, after which glucose returned to range within approximately two and a half hours. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included a troubleshooting review confirming proper infusion set loading steps, use of an inset set with 23-inch tubing and 6 mm cannula at the abdomen, cgm g7 integration, and no visible issues such as leaks or bent cannula. Investigation of this case revealed no device malfunction evident and an unclear cause of hyperglycemia, with potential infusion site or set performance issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.